Manufacturer narrative:
Concomitant medical product(s): product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that on (B)(6) 2020, a procedure was done to change the right pain stim generator and removal of a non-functioning electrode (lead). No further complications were reported.